Event description:
During a clinic follow-up, episodes of undersensing, a loss of pacing, and a loss of sensing were observed on the device. Additionally, the device was unable to be programmed. As a result, the device was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of no low-voltage output, failure to sense, under-sensing, and inability to program were not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of the device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.